Manufacturer narrative:
To date, information suggests that this rv lead has not been returned to boston scientific. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was removed from service for reason of product performance issue along with the right atrial (ra) lead for the same reason. At this same procedure, the associated cardiac resynchronization therapy defibrillator (crt-d) was removed from service for normal battery depletion. There were no reported adverse patient effects.